Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received the error code of post-reset ram crc alarm (pump error 23), history pointers failed and corrupted alarm (pump error 49) and trace pointers are invalid (pump error 68). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and displacement test. No unexpected pump error 23 alarm, 68 and 49 alarm noted during the testing. Successfully downloaded history files using thump. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The adapt tool recorded alarm and date/time: (B)(6) 2024 02:05:16.000, (B)(6) 2024 11:28:03.000 postresetramcrcalarm (23). (B)(6) 2024 02:04:47.000, (B)(6) 2024 02:05:02.000 historypointersbadalarm (49). (B)(6) 2024 02:04:47.000 tracecheckerror (68). Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage or physical damage noted during visual inspection. Unit functioning properly. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Not confirmed pump error 23 alarm during monitored and testing. Pump error 68 not confirmed. Pump error 49 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.